Manufacturer narrative:
Product ID 3387s-40, lot# va01d5k, implanted: 2012(B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708640, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# va01ngu, implanted: 2012 (B)(6); product type lead product ID 37085-40, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported there was not a 50% or greater symptom reduction. The cause of the event was determined and it was not device related. Reprogramming was not needed. The patient was mistaken in thinking that the pulse generator inactivated. Upon clinician interrogation on (B)(6) 2014, it was clear that it had not. The patient had recently fallen and fractured his shoulder and therefore his symptoms were ongoing. The patient had not recovered.

Event description:
It was reported the patient had fallen and broke their shoulder on 2014 (B)(6) and had surgery the following day. They had therapy for about 3 weeks and things were progressing. They thought their symptoms after surgery were worse than before but the last 2 or 3 days prior to report their symptoms had gotten much worse. They had worked with a physical therapist at home on the day of report and could barely walk across the room. They had more shaking getting started from a dead stop. There was a patient injury and a loss of therapeutic effect. It was noted the patient programmer batteries were dead and they had never used the programmer in two years. The patient changed the batteries and performed a check on the right side first. They saw a doctor and phone screen. After, they performed a check on the left side and they saw ¿on and ok¿ for the left side. The patient outcome was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be submitted.